Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted on (B)(6) 2015, resolving muscle stimulation. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).